Manufacturer narrative:
This event occurred in (B)(6). The customer had liquid level detection (lld) errors with procell around the time of the initial result. The field service engineer (fse) found that the procell tube lifter filters were loose. The fse fixed the filters, and the customer had no further issues. If there was inadequate procell volume, this would cause low results for total psa. The alarm trace data show a procell/cleancell short alarm and abnormal sipper movement alarms. These alarms indicate the procell/cleancell level was low, and then that there was inadequate volume in the reservoir. If the procell tube lifter filters are not tight when the procell volume drops to this level, air can mix with the procell causing foam on the reservoir. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The initial result was 0.281 ng/ml. This result was reported outside of the laboratory where the doctor stated it was not believable. The repeat result was 3.50 ng/ml. The total psa reagent lot number was 406814. The expiration date was not provided.